Manufacturer narrative:
(B)(4). The reported complaint for iab "balloon was leaking from joint area" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "iab catheter found manufacturing defect balloon. Balloon was leaking from joint area". To complete the procedure, another device was inserted. No patient injury or consequence reported. The patient's current condition is reported as "ok".

Manufacturer narrative:
(B)(4). UDI#: (B)(4).

Event description:
It was reported "iab catheter found manufacturing defect balloon. Balloon was leaking from joint area". To complete the procedure, another device was inserted. No patient injury or consequence reported. The patient's current condition is reported as "ok".

Event description:
It was reported "iab catheter found manufacturing defect balloon. Balloon was leaking from joint area". To complete the procedure, another device was inserted. No patient injury or consequence reported. The patient's current condition is reported as "ok".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed ziploc bag. Upon return, the one-way valve was con-nected and tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen within the flex-tip assembly area was noted broken at approximately 5.8cm from the iabc distal tip. No blood was noted on the interior or the exterior surfaces of the returned sample. The was likely cleaned prior to the return. No other visual damage or abnormalities were noted to the returned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in the bladder inflation. The results are consistent with the previously noted broken central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected f rom the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken cen-tral lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the bro-ken central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon was leaking from joint area" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken in the flextip assembly area near the iabc distal tip, which caused the reported complaint. The iabc bladder was fully intact with no damage noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The probable root cause of the complaint is undetermined. Corrections have been established for this issue as a result of a corrective and preventive action (CAPA), and this device was manufactured prior to the release of corrective actions.